Event description:
The patient contacted global technical services (gts) regarding being connected to the homechoice pro (hcp) for over three hours and still being in drain 1 of 7. The patient stated they felt full and had abdominal discomfort. The home patient (hp) was still in the initial drain and the drain volume was increasing. The hp stated they felt like the hcp was filling instead of draining because their belly was getting bigger. The drain volume on the hcp was equal to 5541ml. The technical service representative (tsr) had the hp press stop and go to a manual bag and drain. The hp stated they were draining then and their belly was getting smaller, and the hp stated they felt better. The hp did not do a manual exchange prior to therapy and denies any bypasses. The tsr advised the hp would need to swap the hcp along with the cassette and bags attached to hcp. The hp did not have anything to measure the solution in the drain bags but stated they had one full 2l bag and half of a 2l bag. The hp stated they felt empty now. The hp asked if they should do manual exchanges. The tsr advised the hp would need to call the peritoneal dialysis registered nurse (pdrn) for that information. There was patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.